Event description:
In 2009, the pt reported that he was admitted to the hospital due to elevated blood glucose. He stated that a 11:00pm one day prior, his blood glucose measured 557 mg/dl and he bolused 10 units of insulin. At 1:00am, his blood glucose measured 557 mg/dl and he bolused 10 units of insulin. Approximately 2-4 hours later, his blood glucose measured 450 mg/dl and he bolused 12 units of insulin and he programmed a temporary basal rate increase of 120%. He was admitted to the emergency room at 8:30am, with a blood glucose level of 457 mg/dl. He was disconnected from the infusion device and treated with an insulin IV and his blood glucose decreased. He verified the bolus history of the infusion device was correct. The time and basal rates were programmed correctly. He stated his infusion site was just changed and the infusion tubing had been in use for 2 days. The adapter has been in use for 5 months. He did not notice air bubble in the insulin cartridge and there were no leaks in the system. The infusion device was replaced and requested to be returned for evaluation.